Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead was admitted to the emergency room (ER) due to low blood pressure, nausea, vomiting and diarrhea. There was also loss of capture at 7.5 volts at 2.0 ms. The high output also induced left sided diaphragmatic stimulation. A chest x-ray revealed a perforation and pericardial effusion. In comparison to the chest x-ray from the initial implant one week prior, it revealed the distal tip of lead had migrated forward. An echocardiogram and a spiral computed tomography were also performed.

Manufacturer narrative:
Additional information received indicated pericardiocentesis was performed where approximately 500 cc of fluid was removed. The rv lead was also successfully repositioned. Another echocardiogram was performed which reported favorable results. The patient planned to be followed up in clinic. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.